Manufacturer narrative:
The investigation for the vascular damage has been completed. The product was not returned for investigation. According to the clinical notes, the patient had tortuous and classified vascular conditions. Retroperitoneal bleed was noted at the time of sheath insertion. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The retroperitoneal bleed relation to the impella is unknown.

Event description:
The complainant reported that a patient was on impella cp support due to acute myocardial infarction/ st elevated myocardial infarction (stemi). While on support, patient exhibited right iliac artery tortuosity with failed vascular access. Left femoral access was obtained and patient sustained a retroperitoneal bleed. Dry closure was performed and the perclose sutures were secured. Final angiogram was performed of the artery which shown resolution of the active bleed. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿